Event description:
While pt was being treated on the subject device, the entire bed elevated slightly and then moved all the way down without being activated by user. The patient was connected to a vertilator at the time and although the patient was suspended by the tubes, there was no extubation. The patient was removed from the bed and suffered no injury.